Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the positioning of the right ventricular (rv) lead was difficult during the implant procedure. The lead caused perforation and effusion. The lead was repositioned and implanted successfully. The lead remains in use. No further patient complications have been reported as a result of this event.